Manufacturer narrative:
(B)(4). Evaluation summary: a service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had door open alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. The power on self-test was performed successfully. The reported condition of open door alarm was not confirmed. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.